Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer reported that he had high blood glucose levels of 25 mmol/l at the time of incident. The customer reported that the symptoms related to high blood glucose included ketones, stomach issues and constantly peeing. It was reported that the customer current blood glucose level was 20 mmol/l. The customer reported that he changed his infusion set and noticed that his blood glucose levels were high. The customer stated that his current blood glucose level was 6 mmol/l. The customer stated that he tried to treat with manual injections but his blood glucose would not come down. Troubleshooting was performed. The customer reported that the cannulas were bent on both infusion sets. The customer reported that the high pressure test was performed. The customer stated that he inserted a battery and insulin pump received error alarms. Product is not expected to return.